Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were unavailable to pull medications. The field service engineer (fse) replaced the retractor band for drawer 4.1 (half-height) and rebooted the station after reseating the pyxis cable. The hardware test application was tested, and it was confirmed that the drawer was opening and closing properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and unable to remove medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.